Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) has damaged ECG port. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3 g6 (contact person - mfg site) h2, h3, h6 (investigation, investigation findings), h11. Corrected fields: d4 (version & model) - 0998-00-0800-53, h6 (medical device-problem code). The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 07 nov 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1164 rev h, sn: (B)(6) front end board. This part was received with a reported unit failure message of ¿patient cable connector snapped off inside female ECG connector on front end board¿. The failure analysis and testing department performed a visual inspection and found the patient connector was snapped off inside the female ECG connected on front end board. The reported failure (¿patient cable connector snapped off inside female ECG connector on front end board¿) could be replicated by the fat dept. Front end board failed testing. Retaining front end board in the fat dept. Per procedure 0002-07-d008 rev au. A getinge field service engineer (fse) inspected the unit and found that the patient connector had snapped off inside the female ECG connector on the front-end board, and the unit displayed power-up fault code #14. The fse also noted multiple large black circular artifacts on the upper display. The fse replaced the top display lcd (d160-00-0127) and the front end pcba (d670-00-1164). Additionally, the 30 psi transducers, helium transducer and drive regulators were recalibrated. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 h11. Corrected fields: d9 (return to manufacturing date).

Event description:
N/a.